Event description:
A malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level as it remained within normal range. In response, cts arranged to replace the pump. The customer is currently using multiple daily injections (mdi) as a backup therapy.